Event description:
During an atrial fibrillation ablation procedure, a perforation of the iliac vein occurred which required femoral stenting to stabilize the patient. During groin access, the coronary sinus catheter (cs) was advanced and the cs was cannulated. When attempting to advance the hd grid catheter, resistance was noted and the catheter would not track up the femoral vein. Multiple attempts were made at passing the hdg up until free movement of catheter was noted (venous access only). The patient became hypotensive and a femoral venogram revealed a perforation. Femoral stenting was performed to stabilize the patient. The patient was sent to the ICU for observation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation of the iliac vein remains unknown.